Event description:
The customer stated that he purchased a breeze2 meter kit that did not include a sample disc of test strips. The customer stated that without the sample disc, he was unable to test for days. The customer stated that he had to call paramedics because he was not feeling well, and he needed to test his blood glucose. Prior to the paramedics arriving, the customer's wife borrowed a neighbor's meter and tested the customer's glucose. The customer was unable to recall his blood glucose reading, but he was given juice. He stated that his blood glucose was normal after he had the juice. The customer did not receive treatment from paramedics and he was not hospitalized. The customer's meter is to be returned for eval. A new meter kit and test strips were sent to the customer.